Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed and the cause was use-related. The product returned for evaluation was one 18ga introducer needle and one j-tip guidewire. Blood residue was evident throughout the needle and distal end of the wire. The distal end of the wire was inlaid through the needle shaft and was stuck. The distal weld tip was intact; however, the inner core wire was broken at the weld tip and the outer coil wire was elongated. Following removal of the guidewire from the needle, a region biological residue was observed adhered to the outer coil wire. Microscopic inspection of the break in the inner core wire revealed a dully granular break surface. The surface tapered slightly and material necking was evident in the vicinity of the break. Following removal of the guidewire from the needle, microscopic inspection of the needle bevel revealed regions of increased luster. The proximal edge of the bevel flared outward and proximally slightly. The characteristics of the inner core wire break were typical of damage caused by tensile stress. The characteristics of the needle were consistent with withdrawing the wire against the needle bevel. The mass of biological residue adhered to the wire within the region which had inlaid the needle shaft suggested that biological material was pulled into the needle shaft with the wire and resulted in the wire becoming stuck. Subsequent pulling on the wire resulted in the observed breakage and elongation. The IFU states ¿caution: do not pull back standard guidewire over needle bevel as this could sever the end of the guidewire. The introducer needle must be removed first.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezb0776 showed no other similar product complaint(s) from these lot numbers. Device not returned.

Event description:
The facility reported that when the physician retracted the guidewire, he found the wire was allegedly broken.